Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 1mg/day and bupivacaine 5mg/ml at 1mg/day via an implantable pump. It was reported that the patient was implanted with a pump and catheter 4 days ago and the ordered drug was incorrect; concentration for morphine 0.5mg/ml 1mg/day and bupivacaine 5mg/ml. Per the caller, the bupivacaine dosing was actually 10mg/day and the patient developed symptoms of the inability to walk. The concentration for the morphine was supposed to be 5mg/ml equal to the bupivacaine. Today they refilled the pump with the correct concentration and aspirated the catheter but still had current drug in the pump tubing. Options were discussed. The caller called back the same day and a prime was done of just the tcv (total catheter volume) and they were now doing a modified bridge to include only the pump tubing.